Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture inside causing the power issues. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: on examination, the battery compartment was confirmed to be cracked and moisture corrosion was confirmed in the battery compartment. The returned battery cap was intact, without damage and able to fit properly to the pump for testing. The pump powered normally and was exercised without any interruption in power or alarms occurring. Investigation did not duplicate the power complaint. Leak testing confirmed moisture ingress into the battery compartment at the site of the crack. Moisture damage was also noted inside the pump on the printed circuit board.